Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys t4 assay on a cobas e 801 analytical unit. The sample initially resulted in a t4 value of 22.3 g/dl. The patient sample was repeated, resulting in a value of 8.09 g/dl. No questionable result was reported outside of the laboratory. The t4 reagent lot number was 56953301, with an expiration date of 31-jan-2023.

Manufacturer narrative:
Section b6 was updated. Calibration and qc were acceptable. A picture of the sample tube was observed. The serum fraction looked "dark and turbid" and the sample tube looked "dirty." A "detection of foam on sample" alarm was observed on the alarm trace data occurring around the time of the questionable result. Based on the calibration and qc data, a general reagent issue can be excluded. The investigation determined the event was consistent with a pre-analytical handling issue.